Manufacturer narrative:
H6 code correction for migration, b5 and pi main verbiage correction migrated and fractured. It was reported that the patient had a fall and was not receiving optimal coverage. As a result, the patient lead had migrated and fractured. Surgical intervention took place where the lead was explanted and replaced to address the issue. As well as the rest of the system was electively explanted and replaced. Stimulation was restored post-operative. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating the patient lead had migrated and fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a fall and was not receiving optimal coverage. As a result, the patient lead had fracture and migrated. Surgical intervention took place where the lead was explanted and replaced to address the issue. As well as the rest of the system was electively explanted and replaced. Stimulation was restored post-operative.

Manufacturer narrative:
Date of event estimated.